Event description:
It was reported that 500 bd¿ slip-tip disposable tuberculin syringes were found with foreign matter inside them. The following information was provided by the initial reporter: "as per complaint, pharmacy found black dot/powder like material on the plunger of the multiple 1ml bd syringe from the lot 2355450... Can you please confirm these syringes did not come in contact with any patients and there was no harm? Ans: yes, I confirm that these syringes did not come in contact with any patient and there was no harm."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 500 bd¿ slip-tip disposable tuberculin syringes were found with foreign matter inside them. The following information was provided by the initial reporter: "as per complaint, pharmacy found black dot/powder like material on the plunger of the multiple 1ml bd syringe from the lot 2355450... Can you please confirm these syringes did not come in contact with any patients and there was no harm? Ans: yes, I confirm that these syringes did not come in contact with any patient and there was no harm".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-may-2023 h6: investigation summary five samples were provided to our quality team for investigation. Through visual inspection, it was observed that one syringe has a 1/4" scrape on the flange and four syringes have a grease-like foreign matter present on the side of the flange. Potential root cause for the damaged barrel defect and foreign matter non-fluid path is associated with the assembly process. Production database and technical logs for lot 2355450 were reviewed. An issue pertaining to the damaged barrel defect was documented in the production database and technical log.